Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense and shock channels that was oversensed, resulting in pauses in pacing. A guidant technical services consultant discussed the possibility of the high voltage leads being reversed in the header.